Event description:
The radiologist inserted the needle into the pt for breast lesion localization. In the operating room, it was noted that the hookwire had broken off in or at skin level. An x-ray showed it had broken off in 3 pieces. The pieces were retrieved and the piece that was in the specimen was saved; however, the pathologist accidently threw out the remaining retrieved pieces. Pt is okay at this time.

Manufacturer narrative:
The device is shipped with an IFU that warns "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention." The IFU also cautions that "following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds "the hook wire should be used as a guide for the surgeon, not a retractor." It is possible that the device met resistance beyond its intended design resulting in separation. The condition of the returned segments implies that excessive force was applied during the event. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.